Event description:
It is reported that the head of the lag screw broke while trying to extract. The surgery was prolonged for 2 hours.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The alleged device will be sent back to zimmer labs for investigation. As soon as the investigation results are available, an amended medical device report will be filed. (B)(4).